Event description:
The reviewed literature article contained a study of 12 patients with medtronic delta shunts. The source literature reported that one patient developed a subdural hematoma 9 months after the implantation operation.

Manufacturer narrative:
(B)(4). This reportable event was identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on this event. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The instructions for use that accompany the product warn that overdrainage of csf may predispose development of a subdural hematoma. Lundkvist b, eklund a, kristensen b, fagerlund m, koskinen lo, malm j. Cerebrospinal fluid hydrodynamics after placement of a shunt with an antisiphon device: a long-term study. J neurosurg 2001 may; 94(5): 750-6.